Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tubes bar code started with "31" instead of "37". The defect was found before use. The following information was provided by the initial reporter: "the costumer complained that the b.c barcoded tube (bd365300) gives the chemistry code. Today in the clinic I found one batch 9164740 with barcode which begins in 31 and not 37 as it should be (attached picture of the barcode)."

Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect bar code with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect bar code was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tubes bar code started with "31" instead of "37". The defect was found before use. The following information was provided by the initial reporter: "the costumer complained that the b.c barcoded tube (bd365300) gives the chemistry code. Today in the clinic I found one batch 9164740 with barcode which begins in 31 and not 37 as it should be (attached picture of the barcode)".